Event description:
It was reported by the rep that when the device was used during a laparoscopic appendectomy procedure, it would not open. Opened a competitor device to complete the case. There was no consequence to pt.